Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient family member stated that the patient¿s spasticity symptoms returned. The cause was asked but unknown at this time. No troubleshooting was performed. Action/intervention: replaced the spinal segment. Outcome: the issue was resolved. The patient weight was not available due legal/confidential reason. The patient medical history was chronic pain.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 23-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024; UDI: (B)(4); ubd: 2026-06-07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient did not do well with the catheter in his spine, so the hcp reconnected the catheter to the current ventricular catheter that was left in place. The rep stated that the other catheter had to be removed because there was leakage around the implant site.